Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. Customer plugged the pump in the charge when the pump began to enunciate a continuous tone. Customer went to the emergency room with blood glucose level of 573mg/dl. Customer was admitted to the hospital where they were treated with intravenous insulin. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.

Manufacturer narrative:
Remove previous statement, remove MDR code (B)(4), remove MDR code (B)(4), remove MDR code (B)(4),